Event description:
It was reported the cysto-nephro videoscope gas cap was not on during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the phenomenon occurred due to the handling methods of the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the reprocessing procedures in the instruction manual for cyf-v2 in chapter 6 compatible reprocessing methods and chemical agents and chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device. Additional information added to fields h2, h3, h4 and h6.